Manufacturer narrative:
The pump was received with compromised for sensor system alarm during basic occlusion test due to faulty force sensor resistor. The pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at the battery tube threads are, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was 359mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.